Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed dent/scratches of the distal end, damage of the bending tube, and scratches/dent of the insertion tube. Due to stress on the insertion section, damage to the charged coupled device occurred which caused the image problem including the suggested event. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use - precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition, the following findings were discovered; a dent and scratches were found on the plastic distal end cover, the bending section cover adhesive was chipped and lifting, the bending section was crushed and failed the continuity test, the insertion tube was scratched, dented, and failed ring gauge, the scope connector was ratting inside and the advanced diagnostics were dry. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had an image problem; grey and white screen and no image shown. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm and there was no delay in procedure. The procedure was completed with an olympus bf p180 serial number 2600375.